Event description:
It was reported that the pump infused faster than expected while infusing metoprolol to a patient. The pump was programmed to infuse within 60 minutes however it completed in 15 minutes. Although requested, there was no report of harm.

Manufacturer narrative:
Additional information added the customer¿s report of an infusion completing faster than programmed was not confirmed; however the pcu event log does show an infusion that was programmed to infuse for 60 minutes stopped early after 13 minutes due to an air in line alarm. Pump module s/n (B)(4) (suspect device) was not received for inspection; only the pcu was received. The last pump infusion on the device (11feb2019) was a secondary basic infusion, rate: 25ml/hr and vtbi: 25ml. With these parameters, the infusion program should have completed in 60 minutes as stated in the problem description. The secondary infusion program started at 04:23am on (B)(6) 2019 and alarmed for air in line at 4:36 am. The infusion was restarted at 4:39 am and ran for an additional 4 minutes before the user paused and channeled off the device at 4:51 am. The secondary volume infused during this period was 6.916ml. The root cause was not identified; the log review did note flow stop open alarms for a total of 59 seconds which may have contributed to the over infusion event. The pump module and the disposable sets were not returned for investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the pump infused faster than expected while infusing metoprolol to a patient. The pump was programmed to infuse within 60 minutes however it completed in 15 minutes. Although requested, there was no report of harm.